Event description:
The device was used during a rectal resection procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.